Event description:
A remstar autoa-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. Additionally, the service technician also observed dust/ dirt inside and displayed an error code e101 (humid temp max). Attributes were verified and are completed correctly. The device was scrapped by the service center after the evaluation was completed.